Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 3 events were reported for this quarter. Product return status 1 device investigation type has not yet been determined. 2 devices were not available for evaluation. Evaluation findings (results/components) 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable 2 devices: no findings available / part/component/sub-assembly term not applicable product disposition 2 devices: product not received 1 device: product disposition is not yet determined additional information 3 devices were labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 3 events for the failure: fracture. - 1 event had no health consequences or impact. - 2 events had insufficient information.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99080. Supplemental rationale: corrected data: b5, h6, h11, 3 previously reported events were included in this follow-up record. Product return status: 1 device was received. 2 devices were not available for evaluation. Evaluation findings (results/components): 1 device: fracture problem / tip, 2 devices: no findings available / part/component/sub-assembly term not applicable. Product disposition: 1 device: archived by stryker, 2 devices: product not received.

Event description:
No change.